Event description:
It was reported that the signal artifact monitor disabled minute ventilation on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) suspected noise over sensing from electromagnetic interference. In addition, ts advised there are gaps in brady pacing, greater than two seconds, due to the over sensed noise, but intrinsic ventricular activity was consistently observed. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due to changes in the h6, impact codes field.

Event description:
It was reported that the signal artifact monitor disabled respiratory rate trend (rrt) on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) suspected noise over sensing from electromagnetic interference. In addition, ts advised there are gaps in brady pacing, greater than two seconds, due to the over sensed noise, but intrinsic ventricular activity was consistently observed. Additional information from the field representative provided the patient was seen in clinic. After testing was completed, it was decided rrt would be turned off. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due to changes in the h6, impact codes field.

Event description:
It was reported that the signal artifact monitor disabled minute ventilation on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) suspected noise over sensing from electromagnetic interference. In addition, ts advised there are gaps in brady pacing, greater than two seconds, due to the over sensed noise, but intrinsic ventricular activity was consistently observed. This crt-d remains in service. No adverse patient effects were reported.